Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon removal two tampons elongated and fell apart leaving pieces inside her. She was unsure she removed all remaining tampon pieces. She had her period since and noticed small pieces come out with the menses. She stated she is fine and has no symptoms.